Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and oversensing were observed on the right ventricular (rv) lead. The device was reprogrammed but subsequent episodes of loss of capture were observed. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2020-16324.